Event description:
Allegedly the modular neck was broken during walking on dry asphalt. Unable to remove the neck. The stem was removed. The stem of s&n was implanted.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).